Event description:
The customer reported that during routine testing the device failed to power up.

Manufacturer narrative:
The factory has not yet received the device for evaluation and the complaint is still under investigation.